Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery life intermittently depletes faster than anticipated. It was also reported that the pump battery gauge sometimes would decrease when the pump was connected to a power source. There was no impact to the customer's blood glucose level. It was indicated that an alternate pump was available for diabetes management.